Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported by biomed of an unspecified device event. Although requested, no further details were provided by the customer for this event.